Event description:
The customer reported that : "the drill broke in the patient. Difficulties to retrieve the broken tip" update: the procedure could be completed successfully, no patient impact and no debris was left in the patient's body.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. The device is unable to be decontaminated and therefore cannot be sent back for evaluation.

Event description:
The customer reported that : "the drill broke in the patient. Difficulties to retrieve the broken tip" update: the procedure could be completed successfully, no patient impact and no debris was left in the patient's body.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.